Event description:
It was reported that revision surgery was scheduled to be performed due to pain, restricted walking capacity and moderately increased cobalt and chromium levels in the blood. The devices were implanted in (B)(6) 2008.